Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
The patient initially had si joint pain relief following si joint arthrodesis in (B)(6) 2016. Two weeks post-op, the patient presented with radicular leg pain complaints. The surgeon determined that the most cephalad implant had breached the neuroforamen and was irritating the nerve root. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the cephalad implant and replaced it with a shorter and wider implant. No other implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision surgery.